Manufacturer narrative:
Additional information was received on 3/21/2019: patient race was identified as caucasian, patient date of birth was identified as (B)(6) 1978, and patient sex was identified as female. Additional symptoms including autoimmune symptoms, tingling in arms and hands, and a rash on the chest were reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified procedure with unspecified mentor saline breast implants and experienced hair loss, fatigue, food sensitivities, joint paint, and brain fog. As a result, the patient underwent removal on (B)(6) 2018. This report is for the second of two devices.